Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer's blood glucose level was 50 mg/dl at the time of the incident. The customer was treated with food. Customer stated that his blood glucose went to 110 mg/dl after lunch and sensor glucose was 50 mg/dl. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 110 mg/dl. Sensor glucose level at the event was 50 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due difference between blood glucose and sensor glucose. Threshold and low suspend limit in sensor settings was 70 mg/dl. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.